Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm on (B)(6) 2014. As the distal limb with the diameter of 28mm was implanted in the ipsilateral cia (common iliac artery), the cia showed a tendency to form aneurysm at the time of the index procedure. Nonetheless, as it was an emergency procedure the physician decided to land on the common iliac artery instead of extending into the external iliac artery and the procedure was completed with no issues. It was reported during follow up on an unknown date a CT scan revealed progressive aneurysm formation in the left cia where the limb with a 28-mm diameter had been implanted. Intervention was performed approximately 4 years post index procedure with a plan for eia (external iliac artery) landing. Firstly, the left iia (internal iliac artery) was embolized using another manufacturer¿s stent. After embolization, then, a etlw1613c124ej was implanted on the ipsilateral left side, starting from the flow divider level. Then, another manufacturer stent was landed on the eia to extend the stent-graft coverage. After ensuring no endoleak by final angiography, the procedure was completed. Per the physician the cause of the event was anatomy related. No additional clinical sequelae were reported and the patient will be monitored.